Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). One photo sample was evaluated by our quality engineer, revealing the thump press was broken. A device history record review did not reveal any quality issues during the production of lot number 1809209 that may have contributed to the reported incident. Based on the available information we cannot identify if this issue occurred during the manufacturing process or during transportation of the product. Our manufacturing personnel routinely inspect the product visually and functionally in order to reduce any defects with our products. Based on the preventive measures in place and the current inspection process, this is believe to be an isolated issue with an unlikely recurrence. It has been received 1 picture for investigation. Upon visual inspection of picture received, it can be observed the thumb press is broken. DHR of lot 1809209 has been reviewed not finding any annotation or deviation regarding the alleged defect. According to inspection plan, (B)(4) units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes. Visual inspection; molding: 2 injections per shift. Printing: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift, assembly: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift, primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. Functional inspection, printing: once in the first pallet and once in last pallet of the lot. Assembly: once in the first pallet and once in last pallet of the lot. Primary packaging: once in the first pallet and once in last pallet of the lot. Thumb press resulted broken because it was previously damaged. Since the thumb press resulted broken during use, we cannot confirm if damage happened in manufacturing facilities or it was caused out of bd facilities or product transport. Transports in manufacturing area are protected to avoid damage on product. Based on all the preventive measures and our stringent in ¿process inspection plan, we are certain that this should be an isolated issue and any recurrence is really unlikely based on no quality notification was open during manufacturing process and all protections in transport system and equipment to avoid damage on product. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends. Cannot be determined. Rationale: based on qda limits for this product and defect no corrective action is required at this time.

Event description:
It was reported that there were 3 occurrences of the thumb press breaking off with a bd plastipak 50ml luer-lok syringe during use. The following information was provided by the initial reporter, translated from french to english: for 3 syringes (ref. (B)(4), lot number: 1809209). The thumb press breaks off instantly during use.